Event description:
The customer obtained back to back results of 300 mg/dl vs. 135 mg/dl on the doctor's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.